Event description:
A patient reported while using the day aligner that something is still not right at all. The patient stated that their teeth look terrible and that their aligners hurt. The patient said their teeth are loose, they have periodontitis, their tooth is broken, sensitive and they have jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.